Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced accessible ac current or exposed bare wires. There was no patient involvement.

Manufacturer narrative:
The final investigation was completed and the reported issue was confirmed via analysis of data provided by the user.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced accessible ac current or exposed bare wires. There was no patient involvement.